Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: review of the black box data revealed voltage levels were steady with no sudden drop prior to the reported temperature event on (B)(6)2017 at 04:08 am. On investigation, the pump was successfully run on a 24-hour basal program with no rebooting, power loss or overheating duplicated. The electrical current draws were evaluated and determined to measure within required specifications. There was no evidence of moisture in the pump. There was no damage, defect or contamination of the pump¿s interior components. The pump was powered on and exercised for 24 hours without any voltage issues or temperature issues occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the pump was hot with a melted battery inside the pump. The reporter alleged that during the night, approximately 3:00 - 4:00 am, the patient felt the pump was hot and was beeping. The patient reportedly saw an hourglass on the display screen before the pump powered off. The reporter stated that when the patient opened the battery compartment, they noticed the battery had melted. The reporter confirmed the pump was beeping during the temperature issue and correct batteries as provided by the health care company, were in the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature and the user may be unaware that the pump has lost power leading to under delivery of insulin. There was no indication that the product caused or contributed to an adverse event.